Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
B3: date estimated. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip.

Event description:
This is filed to report post procedure, the patient had to have a left ventricular assist device (lvad). It was reported via literature review that the mitraclip procedure was performed on unknown date to treat functional mitral regurgitation (mr). Two clips were implanted. The patient had left ventricular assist device (lvad) placed on day 969, post procedure. Additional details are provided in the attached article titled, failure of acute procedural success predicts adverse outcome after percutaneous edge-to-edge mitral valve repair with mitraclip. No additional information was provided.